Event description:
Boston scientific received information that this right ventricular (rv) lead displayed variable pacing threshold measurements post implant. An echocardiogram noted a small pericardial effusion which the physician believed to have occurred during the rv lead implant. As a result, a revision procedure was successfully performed. Additionally, all of the patient's measurements were stable after the revision procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
All available information indicates this product was repositioned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.